Manufacturer narrative:
Additional information: based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely causes of the reported failure are improper bone preparation, misaligned insertion, and prying/leveraging the device during insertion.

Event description:
On (B)(6) 2023, it was reported by a sales representative via phone that an ar-1927bct-475 suture anchor broke while being inserted into the bone, soon as the anchor started the anchor broke. This was discovered during a case with no patient effect. Delay less than 15 minutes. Procedure completed using another anchor.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.